Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The device was returned for evaluation and a photo was provided for review. The investigation is confirmed for complete break in guidewire. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602680 implantable port allegedly experienced incompatible components and frayed material. This information was received from one source. One patient was involved and there was no reported patient injury. The male patient is (B)(6) years old and weight was not provided.